Event description:
It was reported the pt is no longer receiving stimulation. The pt advised she has not charged in several months stating it is too difficult for her. The pt met with a st jude medical rep who confirmed communication could not be established between the ipg and external devices. The physician plans to replace the ipg at a later date with a non-rechargeable model.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Correction/removal report number: 1627487-12192011-003-r; 1627487-07262012-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.